Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited repeated episodes of oversensing with pacing inhibition. Some episodes had evidence of asystole greater than two seconds in duration. An x-ray confirmed lead dislodgement. Surgical intervention is planned but not yet performed. No adverse patient effects were reported. As of today the lead remains in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
New information received indicates that the lead was explanted but discarded following the procedure. Besides surgical intervention, no additional adverse patient effects were reported.